Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced blood glucose (bg) levels of 47 mg/dl. Reportedly, customer's diet has changed and is eating less. Customer consumed food to address the low bg. Basal rate was adjusted to resolve the issue.